Manufacturer narrative:
Add'l info regarding the pt, procedural and products specific details is not available. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in an unk vessel. No target vessel and/or lesion characteristics are available. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. The post procedural administration of asa or ticlid was not reported. According to the presentation's physician, stents tend to fracture because of the coronary artery's attempts to regain its original shape. In addition, he found that fractures appear to occur more frequently in tortuous vessels, with longer stents, in areas of hinge motion and more frequently with rca lesions. He further stated that, based on the overall rates of restenosis associated with stent fractures, he could not say that all stent fractures result in restenosis. The product remains implanted in the pt, thus, it is not available for evaluation. In addition, a device history record could not be performed since lot number was not provided. Conclusion: restenosis is a known potential adverse event following stent implantation. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the device and this event. Please note that this cypher sirolimus-eluting stent is not sold or distributed in the united states, however, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
This event has been brought to our attention by an academic conference (cct 2006). This particular event involved a cypher sds associated with stent fracture six to eight months after implantation. The treatment, if any, for this event was not reported.